Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s display screen was cracked after the user wrestled with a dog, resulting in the top portion of the touchscreen becoming unresponsive while the bottom portion remained functional; a replacement device was provided and the original device was returned. Symptoms included no reported adverse health effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included customer service troubleshooting and education regarding device handling and return logistics. Investigation of this case revealed physical damage to the device display consistent with external impact, with partial loss of touch functionality on the upper screen area while other device functions remained operable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.